Manufacturer narrative:
The single inner set screw was returned for evaluation. Visual inspection revealed that portions of the thread were peeled from the parent material and compressed in between its original position and neighboring rotation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trend analysis found no systemic issues that require further action. The root cause cannot be determined from the sample and the information provided. However, a possible root cause would be the threads of the set screw becoming unintentionally cross-threaded during insertion, resulting in thread damage during tightening. No issues have been identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate had reported that the expedium single inner set screw was damaged. It was reported that the set screw loosened intra-operatively and there was no delay or any adverse consequences. Receipt of the device by depuy synthes spine on (B)(4) 2014 found its threads were torn.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.